Event description:
The customer reported to beckman coulter (bec) technical support that their unicel dxc 800 synchron system generated "10 cuvettes failed water blank" errors. Beckman coulter technical support reviewed the instrument status via the remote management system (rms) and found a total of 110 cuvettes that failed the water blank test, indicative of a possible problem with the cuvette wash system, such as an obstruction and/or a leak. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) evaluated the instrument and determined a wash/vacuum probe was obstructed. The probe was replaced to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).